Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge would not fit onto the pump. Reportedly, the third cartridge properly fit onto the pump. There was no reported impact to the customer's blood glucose level.